Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported battery short longevity at implant procedure in the previous month. The battery¿s longevity was shown as 26.7 to 46.8 months with 1037 ohms and 15 ua. Another ins was implanted instead and the issue was resolved.

Event description:
Additional information received clarified that this device was still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.